Manufacturer narrative:
Pt. Info.: unknown/asked but unavailable. If implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. If explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts were made to obtain additional information regarding the event; however, it was reported that no further information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. It is unknown what the defect was or if there was patient contact. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 23, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of the cartridge (near the lens module) and with the plunger rod overriding the lens. The cartridge tip was also observed to bent, in a way consistent with a handpiece that was dropped. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified. The lens was removed from the cartridge and cleaned, revealing that it was torn, creased from being folded, and had scratches on the optic body, consistent with a lens that was overridden by the plunger rod. The complaint issue of dc-lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.